Manufacturer narrative:
Per tandem's pump user guide "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks. Push on the circular fill port next to the cartridge tubing to slide the cartridge onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed with tandem technical support and it was identified customer was removing or adding insulin to the pump outside of the load sequence. Technical support instructed customer not to remove or add insulin after loading the cartridge per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 208 mg/dl.